Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4).

Event description:
Plos one article was received on 27/04/2018 that cited a prospective cohort study, article titled 'iridociliary cysts do not impact on posterior phakic intraocular lens implantation for high myopia correction: a prospective cohort study in 1569 eyes.' The article reports glare after implantation; resolved after 12 months. Attempts to obtain additional information have not been successful.